Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following were reported: inratio 3.5, lab 3.1. Tech support shall send bulletins to the pt to share with his physician.